Event description:
It was reported an issue with monomend max suture. The client (veterinarian) reported that a subcutaneous and internal body wall route was sutured on a 10 months old neutered female pit bull dog and two days after surgery the incision site was found already opened. A partial omental resection was performed and the suture was replaced . The incision was then closed up again. Three days later the wound was healing correctly. No further information has been provided.

Manufacturer narrative:
Reported device marketed in the u.s., only for veterinary use, however, similar device or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s., k031216. If additional information becomes available a follow up report will be submitted.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed in the market 1,920 units. There are no units in stock in b. Braun surgical's warehouse. We have received one closed sample. Tightness test to the closed sample received has been performed and the unit is tight. We have tested the knot pull tensile strength of the closed sample received and the result fulfills the requirements of the european pharmacopoeia (ep): 3.07 kgf in average (ep requirements: 2.73 kgf in average and 1.37 kgf in minimum). Knot pull tensile strength after degradation test result conducted on the sample received after 28 days at 37ºc in sörensen buffer solution is xi= 2.82 kgf and fulfils b. Braun surgical's requirements: 1.74 kgf in average and 1.16 kgf in minimum. Linear pull tensile strength after degradation test result conducted on the closed sample received is xi= 2.18 kgf and fulfils b.braun surgical's requirement: 2.03 in minimum. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. As informed in the instructions for use of the product: side effects: as also with all other reabsorbable suture materials, the usage of monomend® max may cause transient local irritations at the wound site and a transient inflammatory foreign body response may occur. Hardening of tissues may not always be avoided during absorption of subcuticular sutures and existing infections may also occasionally be enhanced. Final conclusion: although the results of the sample received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the sample received. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.